Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocolithiasis on (B)(6) 2011. According to the complainant, during the procedure, the sphincterotome was advanced down the fujinon 4450 hd endoscope. However, the cutting wire of the sphincterotome was orientated to the right of the desired position; it was directed towards the pancreas. In addition, it was reported that the cutting wire was broken and kinked. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(6). (B)(4) for the reported events of cutting wire broken and kinked. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.